Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
Dealer stating that the pin on the seat post snapped and is caught up in the threads in the part the seat post goes into on the base.